Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient experienced multiple pump stops. Tech services was onsite (B)(6) for a driveline repair. The entire external portion of the driveline was replaced with no issues. The patient was placed on a grounded patient cable after the repair and the alarms did not return. The vad team was called on (B)(6) 2020 to bring an additional system controller due to the patient becoming unresponsive and heartmate ii pump completely stopped. When arriving to the unit, the patient was receiving CPR. According to log files the pump had been off for approximately 14 minutes. The vad coordinator in the room auscultated for pump sounds and heard none. The site changed his primary controller in an attempt to turn the pump back on, but the pump did not restart. Analysis of the log file showed an extremely high power rating. Thrombus was suspected to cause the rotor in the vad to stop rotating. The patient expired on (B)(6) 2020 due to multi-system organ failure.

Manufacturer narrative:
Section d4, h4: additional information. Manufacturer's investigation conclusion: the reported pump stops and elevated pump power were confirmed through the review of the log files submitted by the account. Based on previous complaint experience, the elevated pump powers, low average pi, and low speed events captured in the second submitted log file appear consistent with possible device thrombosis. Additionally, based on experience with the hmii lvas and similar reported events, the pump stoppages that occurred while the patient was supported by batteries could be indicative of driveline damage. However, no damage was identified through the examination of the distal end of the patient¿s driveline. Furthermore, the report of driveline wear was confirmed through the analysis of the returned driveline. Lastly, a specific cause for the reported multisystem organ failure and patient outcome, as well as a direct correlation to heartmate ii lvas, serial number (B)(6), could not be determined through this evaluation. The account communicated that the patient had experienced multiple pump stoppage events. The patient¿s driveline was also reportedly excessively worn. The patient underwent an external driveline repair on (B)(6) 2020. The patient was placed on a grounded patient cable following the repair and the alarms did not return. The submitted log files contained data from (B)(6) 2020, through (B)(6) 2020, and (B)(6) 2020. Pump stoppage events were captured on (B)(6) 2020, while the system was supported by battery power. Additionally, numerous low speed advisory alarms were captured on (B)(6) 2020. Of note, pump power was continually elevated on (B)(6) 2020, up to 22.1 watts. Additionally, average pi appeared low throughout the log file. Approximately 14.5" of the driveline, s/n (B)(6), was returned for evaluation. The metal connector was unremarkable. An electrical continuity test of the returned portion of the driveline was conducted and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield shorts were induced during this testing. Visual inspection of the silicone jacket revealed cosmetic damage in multiple locations. The clear bionate layer was in good condition and appeared unremarkable. Breakdown of the metal braided shield was observed in multiple locations. Visual and microscopic inspection of the underlying wires found them to be unremarkable. The driveline was then submerged in a saline solution for hi-pot testing to check for current leakage through the wire insulation, and no areas of compromised wire insulation were identified. Additional information indicated that the patient became unresponsive on (B)(6) 2020, and the pump completely stopped. It was later reported via the patient outcome that the patient expired on (B)(6) 2020, due to multisystem organ failure. No further information was provided. No further equipment will be returned. The hmii lvas IFU and patient handbook explain that all hm ii lvas drivelines have the potential for wire/shield breakdown to occur dependent on length of use and movement/flexing over time. Information regarding driveline care can also be found in both of these documents. The current heartmate ii lvas IFU lists multiple types of organ failure and dysfunction (right heart failure, respiratory failure, renal failure, and hepatic dysfunction) and device thrombosis as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. The hmii IFU provides details regarding the recommended anticoagulation therapy and inr range as well as outlines indications of pump thrombosis and as how to respond to such events. No further information was provided. The manufacturer is closing the file on this event.